Event description:
It was reported by the affiliate that during a laparoscopic supracervical hysterectomy procedure, the surgeon was using the device in his left hand and activating the right min and max buttons with his thumb. The right min button worked for two beeps and then stopped. It then worked for a couple of more activations and then not at all. Surgeon continued using device using left min button with index finger to complete case. The foot switch was also used. Potential adverse event.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.